Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead dislodged. It was successfully repositioned and remains in service. To date, there have been no additional adverse patient effects reported.